Event description:
It was reported that the customer experienced high blood glucose levels of 405 mg/dl. The customer stated that she felt jittery. The customer also mentioned an instance of low blood glucose levels of 46 mg/dl. Troubleshooting was done. The customer stated that the insulin pump never vibrated that it delivered insulin. The customer had already stopped insulin pump therapy at the time of the call. The customer stated that the cannula was not bent. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
No vibration anomaly noted during testing. The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.